Event description:
It was reported that the lead exhibited noise and the insulation looked -uncharacteristic- under fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation crushed and abraded apart from 29.4 cm to 30.7 cm from the pin, exposing the proximal coil. All four filars of the proximal coil were fractured and the distal insulation was damaged from 29.5 cm to 29.9 cm from the pin. The proximal coil was intermittently shorting to the distal coil through the broken distal insulation. The damages found were caused by clavicular crush.